Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 4mm proximal of weld site. The proximal section of j stiffener wire measures approx 84mm and was received with approx 12mm of the distal end protruding out of the outer polyurethane insulation approx 7mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx 88mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into three sections, with evidence of flared coil wire ends.

Event description:
Failure analysis is provided.